Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal. Blood glucose value was 8.4 mmol/l. The customer stated the no delivery alarm was resolved by a complete set change. The customer also mentioned that their blood glucose level was high due to running out of insulin. It was explained that there were no low or empty reservoir alarms in the history but it did show a no delivery and a motor error alarm. The customer was unable to troubleshoot for motor error alarm. The device was not returned for analysis.